Event description:
It was reported, the lead had high impedances after implant, and it determined the lead was upside down. It was reported, the pt had another lead which was providing stimulation coverage. Further info was received which reported the pt had pain that was specific to the low back area. The physician opted to reposition the lead on (B)(6) 2013. It was reported, the pt had floating epidural space. The pt was scheduled for postoperative f/u to turn the scs system on.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.